Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: d10. Corrected: b1, e1 (country code), g1, h3, h6 (patient), h8. B1 (adverse event) should have not been checked. Patient code: no code available (3191) is used to capture insufficient information and prolonged surgery. Removed not applicable code. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2020 via tha. During the surgery, the handle (p/n: 227402000) and the quickset ratchet scdr hdl (p/n: 227408000) did not fit. The surgeon kept on using the handle and the screwdriver with unfitness to insert screws. Inserting screws was completed successfully. The surgery was completed within 30 minutes delay. The scrdrvr shaft rigid (p/n: 227404000) has no defect and it fitted to the handle with no problem, but the sales rep will ship it to test. No further information is available.